Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(4) 2018 alleging that on (B)(6) 2018 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =500 mg/dl with moderate urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the serious injury was associated with a random occlusion for which the pump gave an alarm. During troubleshooting with animas customer support, insulin was not able to be easily pushed through the cartridge. However, when a new cartridge was placed in the pump, the pump was able to be primed without an occlusion alarm occurring. The subject device is not being returned for investigation as it was noted to be unavailable for return. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a random occlusion alarm issue.